Event description:
It was reported that the patient passed away. The patient's wife reports that the cause of death was pancreatic cancer, which was the reason for his hospitalization before his death. The wife notes that the patient did not wear the pump, when he was in hospice care the week leading up to his death. A death certificate was not obtained.

Manufacturer narrative:
It was reported that the patient was hospitalized for progression of pancreatic cancer. The patient was discharged from the hospital to hospice care, where he reportedly died one week later. The patient did not wear the pump during the time he was under hospice care. The pump was not returned to animas for evaluation. If the pump is returned, animas will conduct an evaluation of the pump and submit a supplemental report. No conclusions can be made at this time.